Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Serial: (B)(4). Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced rupture (unknown side) postoperatively. The diagnosis was confirmed via mammogram. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified breast implants on (B)(6) 2022. The event date was estimated as (B)(6) 2021 based on available information. The serial number of the suspected medical device is either (B)(4) or (B)(4). Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 11-feb-2022, mentor received additional information regarding the replacement device. The replacement devices are two 325cc mentor memorygel breast implant prostheses (catalog #:3503251bc). On 15-feb-2022, mentor received additional information regarding the suspected medical device and explantation date. The suspected medical device was returned for evaluation. The explantation date was initially reported as (B)(6) 2022. However, additional information revealed that the actual explantation date was (B)(6) 2022. The relevant field has been updated. On 3-mar-2022, it was found that information regarding the event was omitted from the initial report. On 7-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view. In addition, a tear was identified within the crease/fold measuring approximately 7.0 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4) the patient was involved in a car accident. The relevant field has been updated.